Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The device was reprocessed per the instructions for use. A definitive root cause cannot be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. - evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water tightness was lost, due to a pinhole on the channel tube (ch-tube); the bending angle in up direction does not meet the standard value and the play of upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on the bending section cover (a-rubber) and objective lens were chipped; the adhesive around objective lens was peeled; the light guide (lg) lens and control unit had discoloration; there were scratches on the plastic distal end cover (c-cover), connecting tube, scope connector cover (sc-cover); suction connector (s-connector), protector of universal cord on s-connector side, universal cord, grip, switch box, forceps elevator (fe) lever, fe knob, upward/downward knob, and right/left knob; electrical connector (el-connector) had discoloration due to water leakage; and the image had dark area partially, due to scratch on the objective lens. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.